Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material and the root cause of its presence in the device could not be definitively determined. However, it is likely that the device was sent to olympus without undergoing reprocessing at the user facility, as the reported water/air leakage event prevented completion of the reprocessing cycle. As a result, foreign material may have remained in the area. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, it was indicated that a foreign object was observed in the nozzle due to a leak in the insertion section. It was determined that the insertion section had to be replaced. There was no patient involvement.